Manufacturer narrative:
Additional device product code: ktt. (B)(4). Implanted about a year ago; exact date is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient previously had a trochanteric fixation nail advance (tfna) nail implanted by the surgeon ¿about a year ago¿ according to the doctor. The helical blade from the previous surgery showed ¿excessive guided collapse¿ and was now protruding from the patient¿s bone about 15-20mm in length. That protrusion was causing the patient pain and discomfort. The surgeon brought the patient back for revision surgery to remove the protruding helical blade and implant a shorter length blade better suited to the patient¿s anatomy. A 95mm helical blade was removed successfully on (B)(6) 2017 and a 75mm helical blade was implanted instead. The tfna nail and distal locking screw were not revised and left implanted in the patient. Concomitant device(s) reported: nail (part # unknown, lot # unknown, quantity 1) distal locking screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) tfna fenestrated helical blade 95mm. This is report 1 of 1 for complaint (B)(4).